Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted an unidentified opening with leakage on the shell. The shell/ring had a sharp linear opening with leakage, etiology unk. The damaged port septum had evidence of coring likely to have been caused by the use of a coring needle. The access port had non-penetrating nicks with striations described as surgical tool scratch-like. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported alleged lap-band system "explant due to port leak." The device was replaced.